Event description:
Adverse event: soft eye. Malfunction: air leak. The surgeon reported several cases in which soft eye and bubbles occurred during the procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).